Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that on an unknown date, a uterine artery embolization was performed on a patient diagnosed with a uterine myoma approximately 10cm in size. The procedure was successfully completed, and the patient was discharged to home. On an unknown date, the patient presented to the department of gynecology with pyrexia and an increase in c-reactive protein [crp]. A urothelial infection was suspected and confirmed. The patient was admitted to the hospital and successfully recovered after receiving antibiotic therapy. The patient was subsequently discharged from hospital with no additional consequences to report.